Event description:
It was reported that a peritoneal dialysis cassette was found to be leaking. The event was identified at the end of therapy. The patient was not connected when the issue was identified. The patient reported that there were fluid traces near the membrane gasket. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.